Event description:
I took an abbott binax now rapid antigen test on day 1 of sx. It was negative. I kept getting more and more sick. I took a covid pcr test through accelerated labs in (B)(6). It was negative on day 2. I repeated the pcr test on day 3 and 4 and both were positive. FDA safety report ID # (B)(4).

Event description:
I took an abbott binax now rapid antigen test on day 1 of sx. It was negative. I kept getting more and more sick. I took a covid pcr test through accelerated labs in (B)(6). It was negative on day 2. I repeated the pcr test on day 3 and 4 and both were positive. FDA safety report ID # (B)(4).